Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, missing reservoir tube o-ring, and a completely broken off reservoir tube lip. The test reservoir would not lock/click into place.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir compartment was cracked and the reservoir will not lock into place. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the reservoir compartment damage. The customer stated that the insulin pump is frequently dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.